Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the battery compartment was cracked from the top to the cover. Evidence of moisture corrosion was found only in the battery compartment. A leak test was performed and failed due to the battery compartment crack. Unrelated to the original complaint, the battery cap was damaged with the threads stripped. The returned battery cap was unable to be tightened to a test pump. A test cap was used for all testing. The audio bolus button was torn/punctured but responded appropriately to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.